Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with dianeal pd4 unknown bag (lot numbers 10i20g45 and 10j11g41) therapy. On an unreported date, the patient began treatment with dianeal pd4 unknown bag, administered in the daytime and overnight, (dose not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced stomach pain during the night, cloudy effluent in the morning dwell, and sterile peritonitis. The nurse reported the severity of the peritonitis as moderate. On (B)(6) 2011, the patient was given a single dose of vancomycin, 3g, ip, and began treatment with oral ciprofloxacin, 500mg, two times daily for 3 days. On an unreported date, the patient continued to experience stomach pain and cloudy effluent associated with his overnight dwell, however, did not receive any further treatment. On (B)(6) 2011, the patient's dianeal therapy was withdrawn and replaced with physioneal. On (B)(6) 2011, the patient recovered from the event of sterile peritonitis. The nurse believed that the event of sterile peritonitis was related to dianeal therapy.